Event description:
Approximately one month post implant for right ventricular failure, high watts were noted and thrombolytics were administered for suspected thrombus. The condition did not clear but echo evaluation suggested partial recovery of ventricular function so the pump was stopped and left in situ. The patient was extubated and of last report remains stable off rvad support.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The involved hvad® pump was turned off and remains implanted in the patient. Review of the manufacturing documentation confirmed that hvad® pump (B)(4) met all requirements for release. Review of the controller log file revealed the "high watt" events that correlate to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power are most often attributed to thrombus from native circulation, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The cause of the reported event cannot be conclusively determined; however, high power events are indicative of thrombus in the pump. Clinical factors that may have contributed to the reported event include treatment with inotropes and vasopressors. With review of the available clinical information and controller logs, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombus, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.